Event description:
Pt underwent bilateral knee replacement on (B)(6) 2010 w/o complications. Pt rec'd continuous epidural. Once the pt was taken to the ms unit after recovering, she rec'd a dose of hydromorphone 1 mg intravenously. She became apneic and oxygen saturation was into the 60s. She was resuscitated with bag-mask ventilation and narcan. The resuscitation process took 9 mins. According to the "rapid response critique" there was no resuscitation bag in the pt's room, one was pulled from a different room and it failed. When the rt pulled the ends of the bag to expand it, the end with the oxygen reservoir valve disconnected from the assembly. A second resuscitation bag was taken from the code cart and used. Pt had altered mentating status on discharge. Family member reported to the hospitalist that the pt's mentating status had returned to baseline post discharge.